Event description:
Per the customer, during registration of the device, the surface tracing led the navigation to appear "deep." The surgeon used anatomical registration followed by surface tracing, but the device was still not as accurate as the surgeon would have liked. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during registration of the device, the surface tracing led the navigation to appear "deep." The surgeon used anatomical registration followed by surface tracing, but the device was still not as accurate as the surgeon would have liked. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.